Event description:
It was reported that the patient had several brief non-sustained tachycardia events with noise noted on the egm. The pocket was opened and oversensing was not able to be recreated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.